Manufacturer narrative:
Concomitant medical products: product ID: 748940, lot# serial# (B)(4) implanted: (B)(4) 2003, product type: extension. Product ID: 7434a, serial# (B)(4) implanted: (B)(6) 2003, product type: programmer, patient. Product ID: 389033, lot# j0313841v, implanted: (B)(6) 2003, product type: lead. Product ID: 748925, serial# (B)(4) implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
It was reported that one lead failed and the doctor put one back in. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if the patient experienced any symptoms, and if the issue was resolved. This event will be updated if additional information is received.